Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information not provided.

Event description:
It was reported that an overinfusion occurred. The pump prematurely completed the infusion. The customer is requesting event log investigation, at this time. There was no patient harm. Although requested, further information not provided.

Event description:
It was reported that an overinfusion occurred. The pump prematurely completed the infusion. The customer is requesting event log investigation, at this time. There was no patient harm. Although requested, further information not provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 16aug2012.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.